Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event cut in cuff was confirmed. An inflation /deflation test was performed. It was observed the cuff deflated after few minutes, a visual inspection was performed and it was observed the cuff presents a small cut. It was stated that the patient has been in tracheostomy for years. There was no recannulation required as the event occurred during a monthly tracheostomy change. The device history record (DHR) was reviewed and no discrepancies were found. The severity was assessed as 8 (loss of primary function). No corrective actions are needed at this time since the confirmed event (cut in cuff) would have been detected during the 100% inflation/ deflation test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was deflated after two weeks of being used. It was stated that the patient has been in tracheostomy for years. There was no reccanulation required as the event occurred during a monthly tracheostomy change.